Event description:
It was reported that after a fall from the roof of a camper, the patient experienced decubitus at the extension site. The entire system was explanted and a new system was re-implanted later. The patient was receiving effective stimulation following implant of the new system.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_ unknown_ext, serial # unknown, product type extension. (B)(4).